Event description:
It was reported by the service center that the ventilator had no o2 pressure during verification testing. The ventilator was a back-up unit that was not on the patient when the reported problem occurred.